Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. This was discovered during packaging of the units, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to b5: the affected quantity was one (1) [previously submitted as two (2)] correction made to d4 unique identifier (UDI) #: (B)(4) (previously submitted as (01) (B)(4). Correction made to e1: initial reporter first name: (B)(6). (Previously submitted as ni). Correction made to e1: initial reporter last name: (B)(6) (previously submitted as ni). Correction made to e1: initial reporter facility name: (B)(6) (previously submitted as ni). Correction made to e1: initial reporter address: (B)(6) (previously submitted as ni). Correction made to e1: initial reporter city: (B)(6) (previously submitted as ni) correction made to e1: initial reporter e-mail: (B)(6) (previously submitted as ni). H4: the lot was manufactured from september 27, 2022- september 28, 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak at the spike port bonding area. The reported condition was verified. The cause was not determined; however the most likely cause was due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.